Event description:
The patient was revised for post-op fracture on (B)(6) 20, 2022. Approximately 8 months after the first surgery. The surgeon explanted 1 anchor base and 1 humeral cup eccentric symmetric ø36+3. The surgeon implanted 1 humelock reversed stem ø36/12 , 1 cage t40, 1 cortical screw, 1 humeral spacer, 1 humeral cup ø36+9 and 1 hex screw.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.